Event description:
A nurse reported a patient received a corneal burn. This event resulted in seven sutures which has caused 'significant induced astigmatism" and edema. Additional information was received in a completed questionnaire reporting a corneal burn was observed at the beginning of a phacoemulsification procedure due to an occlusion. The reported burn required several sutures for closure. It was reported that the astigmatism will probably persist.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(6) 2010, vol. 7, no.1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).